Event description:
Per the clinic, the patient experienced poor retention of the external magnet and pain at the magnet site. There was a skin-flap revision on (B)(6) 2023. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on february 17, 2023